Event description:
The consumer was allegedly found with his chin stuck in the first rail of the bed rail. His lower body was allegedly found off the bed. This alleged incident resulted in the consumer's death.